Event description:
A pharmacist reported during an intraocular lens (iol) implant procedure, the surgeon noticed a defective implant. The correct injector and cartridge were used. The implant was very viscous and was removed. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).